Manufacturer narrative:
UDI: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition and stent thrombosis occurred. The target lesion was located in the proximal to the mid left circumflex artery. A 2.75x28mm promus premier drug-eluting stent was implanted to the lesion. However, an hour later, the patient came back with sub acute thrombosis. Angiography was performed and it was noted that the vessel was completely closed. A guidewire was advanced to the lesion. Then an intravascular ultrasound was performed and revealed that the stent was not fully apposed. The stent was expanded to the appropriate size via intravascular ultrasound and the procedure was completed. No further patient complications were reported and the patient's status was fine.